Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to incontinence. There were no patient complications reported. The physician was happy with the outcome and the aus working great.